Event description:
Information was received that a smiths medical level 1 hotline low flow system is leaking under the reservoir cover. This occurred during testing; no patient involvement.

Manufacturer narrative:
Device evaluation: returned device was received with the enclosure dirty and scuffed. Enclosure is crack underneath the drain fitting. Drain fitting is rusted. Water tank cover is missing. Line cord is worn. During the evaluation of the device the customer reported condition was confirmed. Problem source is unknown. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event.